Event description:
Patient dislocated and underwent second revision surgery on (B)(6) 2019. During the second revision, the surgeon explanted the 36mm centered glenosphered with screw, the 36/+9 standard humeral cup, and the three locking screws on the glenoid component. He then implanted a larger 40mm eccentric glenosphere with screw, 40/+3 standard humeral cup, +9mm spacer (for a total +12mm spacing) and three new locking screws. Patient's primary surgery occurred on (B)(6) 2019, and patient's first revision occurred on (B)(6) 2019 because patient fell and fractured native glenoid. First revision has been previously reported.